Manufacturer narrative:
(B)(4). The sample is no longer available for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a 60" high flow rate extension set in which the tubing cracked. It is unknown when this condition occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.